Manufacturer narrative:
Investigation summary: part number: 314.115. Synthes lot number: 5046754. Supplier lot number: n/a. Release to warehouse date: 02aug2005. Expiration date: n/a. Manufactured by synthes (B)(4). No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. The star drive(tm) screwdriver t15 (p/n 314.115 lot 5046754) was received showing various cracks along the phenolic handle, darkened/discolored handle, and a stripped driver tip. The handle is of phenolic le grade, which is susceptible to becoming brittle and darkening after repeated thermal/sterilization/reprocessing cycles. The worn/cracked/discolored phenolic handle and stripped driver tip are potential end of life indicators for the returned instrument from normal wear. Conclusion: after a visual inspection, it is determined that the reusable instrument is worn from repeated use and servicing; therefore, further investigation for the reported complaint device is not required. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the star drive screwdriver t15 and small hexagonal screwdriver set appear to be cracked at the handles. It is unknown if there was a patient involvement. This complaint involves two (2) devices. This report is for one (1) star drive(tm) screwdriver t15. This is report 2 of 2 for (B)(4).